Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer reported smoke coming out from the back of the cell-dyn sapphire analyzer. The customer turned the instrument off to stop the smoke with no reports of injuries or impact to patient management. The instrument was inspected by an abbott field service engineer (fse). The fse found a melted capacitor at the vacuum pressure assembly which was replaced in order to resolve the issue.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The cell-dyn compressor assembly was returned for failure confirmation. The compressor assembly was visually inspected, and confirmed that the run capacitor opened, and the plastic housing melted a little causing a burning smell and smoke from the back of the instrument. The wires were also inspected for any cuts or breaks with none found. The movement of the vacuum and pressure pump heads were inspected for binding by turning the fan blades. Both sides of the pump moved freely with no binding found. The capacitor was replaced, and the compressor installed into a cell-dyn sapphire in the dry lab. The compressor started up with no issues. Visual inspection and the testing of the compressor assembly shows that the failure of the capacitor was an internal failure of the capacitor itself, and was not caused by any mechanical issues with the compressor. The cell-dyn sapphire system operators manual provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Based on the investigation which included review of product historical data and product labeling, a product deficiency was not identified for the cd sapphire compressor assembly.